Manufacturer narrative:
On 9-feb-2026, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 25-mar-2026, the product investigation was completed. It was reported that during an atypical flutter procedure, after starting ablation with the catheter the medical team got the bubble alarm from the smartablate generator. When flushing, the team noticed that there was blood flowing back into the tubing up until the pump sensor. The tubing was checked and confirmed to be positioned correctly. Flushing was attempted by opening the 3-way tab to air, and after reconnection the catheter was flushed but no flow was seen. The tubing was then disconnected from the catheter, and a syringe flush was attempted instead but there was extreme resistance. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and irrigation tests of the returned device were performed in accordance with j&j medtech procedures. Visual analysis of the returned device revealed that no damage or anomalies were observed on the device. An irrigation test was performed and pressure values out of specifications were observed. Dissection was performed around the shaft area and the irrigation tube was found blocked with reddish material. A manufacturing record evaluation was performed for the finished device (B)(6), and no internal action was found during the review. The irrigation and bubble issues reported by the customer were confirmed as the blockage of the irrigation tube could be related. The potential cause of the irrigation tube blocked could not be conclusively determined. The instructions for use contain the following recommendations: purge the catheter and irrigation tubing with heparinized normal saline prior to insertion of the catheter inside the patient body. Always maintain a constant heparinized normal saline infusion to prevent coagulation within the lumen of the catheter. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during an atypical flutter procedure, after starting ablation with the catheter the medical team got the bubble alarm from the smartablate generator. When flushing, the team noticed that there was blood flowing back into the tubing up until the pump sensor. The tubing was checked and confirmed to be positioned correctly. Flushing was attempted by opening the 3-way tab to air, and after reconnection the catheter was flushed but no flow was seen. The tubing was then disconnected from the catheter, and a syringe flush was attempted instead but there was extreme resistance. The device had already been used inside of the patient prior to noting the irrigation issue. The correct catheter settings were selected on the generator. There were no flow rate change issues at the start of ablation. The catheter was replaced (and the same tubing was used) and the issue resolved. After an approximately troubleshooting period of 5 minutes, the procedure continued. The case was completed without patient consequences.